Manufacturer narrative:
Hw10478 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event of "low flows" was confirmed via review of the controller log files which revealed 536 low flow alarms and parameters borderline of normal/below operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported event of low flows may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, thrombus formation/ingestion, obstruction of the inflow cannula, inappropriate setting of the pump rotational speed, and a kink in the outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported from the site that the patient was admitted on (B)(6) 2017 having low flow alarm, low international normalized ratio (inr), at the beginning of hemolysis parameters significant increases, yet argatroban intravenous (IV) was given and "continuously about perfusor". It was stated that the pump exchange was done on (B)(6) 2017 and the patient was discharged on (B)(6) 2017. It was further stated that the pump would not be returned. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had borderline operating pump parameters that have been seen in the logfiles since (B)(6) 2017. It was stated that the parameters were in the borderline of normal and below normal operating range at 2760 revolutions per minute (rpm). However, this seems to be the baseline for this patient. It was also stated that the patient had a pump exchange and remains hospitalized. No additional information available.